Event description:
The lead was explanted and replaced. It was noted that the helix could not be explanted and remains in the patient.

Event description:
It was reported that the right ventricular (rv) lead was dislodged. The device was reprogrammed and currently a lead revision is not planned. No patient complications have been reported as a result of this event. (B)(6) 2013: the lead was explanted and replaced. It was noted that the helix could not be explanted and remains in the patient.

Event description:
It was reported that the right ventricular (rv) lead was dislodged. The device was reprogrammed and currently a lead revision is not planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: the helix of the lead became extrinsically fractured due to pulling/stretching/overstress.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.